Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet ptfe coating and inner coil. Abbott is continuing to monitor this issue.

Event description:
During implant, it was not possible to remove the stylet from the lead. The lead was explanted and replaced. The patient was in stable condition.